Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix and cuts in the insulation. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician was initially able to extend the helix on the right atrial (ra) lead, however there was difficulty inserting the lead into the terminal pin in header of the pacemaker and impedance measurements were greater than 3000 ohms. When the physician attempted to retract the helix, it would not retract. Multiple attempts to reposition were attempted, without success. A new lead was successfully implanted. This lead was attempted and not implanted. No adverse patient effects were reported.